Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment of the touchscreen. The pse attempted resolution with touchscreen calibration, but the issue persisted. The pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified that the touch screen passed all flex cable resistance verification testing and all resistance ratio testing. Due to the flex cable resistance verification and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation resulted in a no fault found conclusion.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer biomed reporting the silence button on the v60 ventilator was not responsive. The device was not in clinical use. There was no report of harm. The investigation is ongoing.